Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The cardiac resynchronization therapy defibrillator (crt-d) was later explanted and replaced by a non-boston scientific device. The crt-d device is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The cardiac resynchronization therapy defibrillator (crt-d) was later explanted and replaced by a non-boston scientific device. The crt-d device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.